Event description:
According to the reporter, during an anterior cervical discectomy with fusion (acdf) procedure at levels c5-c7, one of the flanges on a cslp screw broke. The surgeon had to remove the screws that were already seated in place, and then manipulate the plate over the broken screw to remove it. Once the plate was removed, the surgeon tried to use the conical extraction screw to remove the broken part of the screw. The tip of the conical extraction screw broke, so the surgeon had to use needle-nosed pliers to remove the broken screw. All fragments were retrieved. The surgeon replaced 4 screws and 1 plate and completed the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The part was discarded and no lot number is available. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 2 of 2 for file (B)(4).